Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The device was returned with evaluation anticipated, but not yet begun. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification that during a pascal ace precision procedure in the mitral position, air bubbles were seen. The guide sheath (gs) and implant system (is) were prepared according to IFU. The is was inserted into the gs approx. 10 cm, loader pulled back, and aspiration of 45ml, with less than 5ml air visible in the syringe. Flush with 45 ml heparinized saline. Aspirated blood was returned to the patient through the central venous catheter (left groin, contralateral). There were no further unanticipated events following the successful insertion and implantation of the first pascal ace central position. Preparation of a second device was prepared according to IFU. Insertion of the is until pascal is out of gs, attempt to steer down to valve. While steering down, the echocardiographer noticed one prominent air bubble attached to the wall of la, located at the base of the aorta (but still in la). No effects on the patient were noticed at all, and no prolongation of the implant procedure. The following implant procedure was successful, with no other unanticipated events. The patient showed no negative effects after the implant procedure.

Manufacturer narrative:
Although there was no harm associated with this event, there is a potential for serious injury. Upon further review, the performance of the device as a contributing factor cannot be ruled out per the feedback from the physician performing the procedure.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The following sections were updated/corrected: b4, d4, g3, g6, h2, h3, and h10. H10: a supplemental MDR is submitted based on the manufacturer's device evaluation. The reported complaint was confirmed with objective evidence. Air bubbles were visualized via evaluation of returned imaging. A DHR review of the lot in question revealed no non-nonconformances. Evaluation of returned imaging revealed no evidence of device-related issues or malfunctions. Testing was performed to assess the procedural steps indicated in the event description. The units were prepped per the event description before inserting into a pressurized hemostasis chamber. The units were then aspirated and maneuvered per the event description, and any escaped air was collected and measured. The measured volumes of air after three (3) test trials fell within the range of historical design verification data. No procedural or device-related issues could be identified. Potential contributing factors to air bubbles may be procedural-related. However, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.